Manufacturer narrative:
The device was returned to the MFR for eval, and the reported low flow event was confirmed. Examination of pump found a significant deposition of denatured blood in the inlet and outlet stators and through the entire blood tube. The pt appeared to have experienced a low flow event causing the blood in the pump to coagulate and undergo thermal degradation due to exposure to excessive bearing heart. The friction generated inside the blood tube heated the blood until it became fixed to the interior wall of the flow path leading to the cessation of the rotor. Examination of the inflow and outflow cannulae found no thrombus formations or other anomalies that could have led to the low flow event. The log files of two system controllers that were returned were reviewed and confirmed the reported low flow and low speed events. It was also noted that supportable voltage levels were present throughout both log files. It appeared in the log files that the system controllers were attempting to run the pump; however, they could not. Both controllers were functionally tested and operated properly during our analysis. The cause of the low flow event cannot be conclusively determined at this time. A review of the device history records of the pump showed no deviations from mfg or qa specifications. No further information is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was at home painting, he experienced an acute onset of chest pain. The pt went to the ER and the pump was intermittently running. The speed ranged from 0-8420 rpms (set at 9000 rpms). The pump eventually stopped. The system controller was exchanged without resolution. The pt was then taken to the or and his pump was exchanged.